Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was difficult to extend and difficult to advance the stylet. Upon visual inspection, the helix appeared to be damaged. A new rv lead was successfully implanted to resolve event. The patient was stable.